Event description:
Underdelivery reported. On 6/11/99, the pump was set to deliver 2000cc of tpn to run at various rates from 6pm to 10am. When the nurse checked the pt on 6/12, only 87cc had infused out of approximately 2000cc that was supposed to have infused. No pump alarms reported. Blood sugar on 6/11 was 123mg/dl, and was not drawn on 6/12 as the pt was admitted to the hospital for a fever she had during the week (hospitalization not related to the event). No pt harm was reported.